Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified higher sensor scan reading compared to feel and self-treated with unspecified units of insulin. Customer subsequently lost consciousness and paramedics were called. Upon their arrival, a reading of 1.4 mmol/l was obtained on their meter. Customer was determined to have low blood sugar and was treated with dextrose via IV and glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.